Manufacturer narrative:
This report represents the pump exchange on (B)(6) 2016 due to vad infection. The referenced second pump exchange on (B)(6) 2016 whereby all implanted lvad components were exchanged is reported under medwatch MFR report # 2916596-2016-01546. The referenced previous driveline infection was reported under medwatch MFR report # 2916596-2015-01103. Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of the device - 3 years and 2 months. The explanted device was retained by the hospital and would not be returned for analysis. No additional information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient underwent a pump exchange on (B)(6) 2016 due to lvad infection. At the time, a decision was made not to exchange everything as planned since there was no pus noted and the driveline was near the outflow graft which was "lighting up on previous scan." Only the pump was exchanged and the driveline was retunneled to the left (the original driveline exit site was on the right). The chest was left open and a washout with antibiotic bead placement was performed on (B)(6) 2016. The chest was closed the same day. On (B)(6) 2016, approximately two weeks after this pump exchange, the patient underwent a second pump exchange due to persistent fevers and positive cultures. All implanted lvad components were exchanged.

Manufacturer narrative:
No equipment was returned for evaluation. The specific cause for the reported event could not be determined. The instructions for use lists local, pump pocket, and driveline infection as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.